Event description:
It was reported the patient had an elevate anterior implanted in (B)(6) 2014. The patient experienced pain with palpation at both ischial spines. The pain became severe 8-9 weeks prior to the revision surgery on (B)(6) 2015. During the revision surgery, an incision was made and the patient's right locking eyelet was cut off the end of the mesh arm and removed. On the patient's left the entire arm distal to the fixation tip was removed including the locking eyelet. After this was completed a rectal exam discovered a rectal perforation. This was closed under direct vision in multiple layers. No further patient complications were reported in relation to this event.